Event description:
On (B)(6)2010, abbot point of care was contacted by a customer who reported that an I-s:tat ec8+ cartridge yielded a sodium result of 112 mmol/l on (B)(6)2009 at 16:15. Same sample was tested in the laboratory yielding a result of 139 mmol/l on (B)(6)2009 at 16:15. Same sample was repeated on another I-stat ec8+ cartridge and yielded a result of 141 mmol/l on (B)(6)2009 at 17:02.